Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient was at a tour of the chocolate factory when she started feeing funny and her vision was distorted. Her rcvr was showing 302 mg/dl and it was not documented if the bg was checked. The patient passed out in the bus, so she was given chocolate in her mouth. They called an ambulance and her friend accompanied her to the hospital. Her rcvr was still showing 302 mg/dl, so they did a fingerstick and it was 45 mg/dl. The patient was treated further with carbohydrates. The patient underwent testing inducing heart tests, x-ray, and bp. The patient was also diagnosed with dehydration. She left the hospital the same day when she was stable. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.